Event description:
It was reported that the minute ventilation (mv) and accelerometer (xl) sensors were being optimized on this pacemaker. The patient was on the treadmill and their heart rate dropped to 60 beats per minute (bpm) from 100 bpm. It was noted when they sat down their heart rate increased. Technical services (ts) discussed that breathing needs to be slow and deep to get the best mv response, and if the patient was breathing to fast while on the treadmill the mv sensor could have discarded those as non-physiologic signals. This pacemaker remains in service. No adverse patient effects were reported.